Manufacturer narrative:
D2b - pro code (product code): dqy, lit.g4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 2.0mm x 150mm x 150cm coyote balloon was advanced for dilation. During the procedure, it was noted that the device was kinked, and the balloon ruptured during the first inflation at 16 atmospheres for 20 seconds. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.